Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. It was reported that the option-lok male adapter of the plumset was being connected to the female adapter of an unspecified blue pressure cap located at the end of the line connecting to the extension set of the IV. At this time, it was reported that the distal tip of the option-lok male adapter broke off and a piece remained lodged inside the blue pressure cap. No specific details were provided. No information was provided if the reported event occurred prior to or during patient use; however, there were no reported adverse patient effects and no reported delay of therapy critical to any patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.